Manufacturer narrative:
Data was sent to boston scientific technical services (ts) for review. A ts consultant discussed that based on the type of noise observed on the electrogram, there could be a possible electrode fracture, under-insertion into the device port, or air still being present in the device pocket. Additional troubleshooting was discussed to help determine the cause. At this time, the s-ICD and electrode remain implanted and in service. No additional information is available. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that after the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), induction testing was performed. The device sensed the induced arrhythmia and delivered a 65 joule shock; however, it did not convert the heart back to normal sinus rhythm. Testing was performed again and conversion was successful with an 80 joule shock. The shock impedance measurement was 151 ohms. The system was viewed under fluoroscopy to see if repositioning would optimize therapy for this patient. It was discovered that there was quite a bit of air in the device pocket. The s-ICD was deactivated to avoid inappropriate therapy and additional x-rays will be performed in two days to determine if the air has dissipated and to perform additional testing. No adverse patient effects were reported. A chest x-ray was performed the next day and confirmed that the air had dissipated. The patient did not want to wait any longer so the s-ICD was reactivated and the patient was discharged. Additional defibrillation threshold (dft) testing was performed at a later date to better optimize the system. The s-ICD system sensed and delivered therapy appropriately at both 65 and 80 joules; however, the patient's heart would not convert. The shock impedance measurements were around 150-151 ohms for both shocks. It was decided to reposition the electrode as some fat was noted around the electrode. During the procedure, the electrode became stuck and force as applied to pull it into position. Dfts were performed and successful. The shock impedance measurement was 72 ohms. Several days later, the patient received two inappropriate shocks due to noise oversensing. It is suspected that the electrode is fractured. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacturer date for this electrode is august 13, 2015.

Event description:
Additional information was reported that no further episodes of inappropriate therapies have occurred with this s-ICD system. It remains implanted and in service. No additional adverse patient effects were reported.